Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed an occlusion alarm. No further information was available from the time of the alarm due to continued use of the pump. During testing, the rewind, load, and prime sequences were performed with no errors, alarms, or warnings. The force sensor was found to be in calibration. The pump was exercised for 24 hours with no alarms occurring. An occlusion was induced and the pump gives the appropriate visual and audible occlusion detected alarm. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an occlusion issue. The pump failed to display an alarm warning the presence of an occlusion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.